Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Bleeding- between k9 and 2-4 gum line [gingival bleeding]. Wobbly- molar and canine teeth [loose tooth]. A little cut-area of the 2-3 and 2-4 gum line [gingival injury]. Punched mouth [mouth injury]. (Uncomfortable) pain - tooth [toothache]. (Uncomfortable) pain, tenderness - gums [gingival pain]. Uncomfortable (pain) - gums [gingival discomfort]. Uncomfortable (pain) - tooth [dental discomfort]. Brush head came loose because metal pin shaft came loose, head came off in mouth...punched mouth, cut gums - oral-b brushhead [injury associated with device] brush head came loose because metal pin shaft came loose, head came off in mouth - oral-b brushhead [device breakage]. Consumer called stating the brush head came loose in the mouth from the handle because the metal pin shaft holding the head came off with the brush head. No serious injury was reported.